Event description:
According to the reporter,when dividing bronchus, the stapler fired normally for the first time, then the lever was squeezed but the staple failed to deploy. Replaced the stapler and the staple to continue. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.